Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and fatigue. The right ventricular (rv) lead placed in the bundle of his exhibited loss of capture. The rv lead was initially re-programmed but was later explanted and replaced. No further patient complications have been reported as a result of this event.